Manufacturer narrative:
(B)(4). Associated products : item#:42502006402;femur cemented cruciate retaining (cr) narrow right size 8 lot#:64134763, item#:42532007102;tibia cemented 5 degree stemmed right size e;lot#:64271410, item#:42540000035;all poly patella cemented ;lot#:64422823. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00003.

Event description:
It was reported the patient underwent a manipulation under anesthesia three months after their initial right tka, due to stiffness and limited flexion. It was reported as resolved without further intervention.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. My mobility study indicates that the patient underwent mua to reveal stiffness and limited rom. A definitive root cause cannot be determined. Per package insert, persona the personalized knee system: poor range of motion is known adverse effect of these systems. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.